Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿one (1) fluoroscopy video was provided of the reported device. The first half of the video was taken pre-deployment (mechanical separation) in which the delivery catheter (dc) shaft is extended with the clip attached to the l-lock. The clip appears in a fully closed position (~15° - 20°). At the 00:06 mark, the video changes to show the clip post deployment and mechanically separated from the dc shaft (note: the video does not capture active deployment). The post deployment clip arm angle appears consistent with the pre-deployment angle of ~15° - 20°; there is no apparent or significant clip arm angle observed typically indicative of a post deployment clip opened while lock (cowl) event. It should be noted that prior to deployment, the clip is mechanically attached to the l-lock shaft of the dc which is located in between the clip arms, as observed in the first half of the video. The l-lock shaft takes up the physical space in between the clip arms; after deployment when the l-lock shaft is retracted the space becomes more visible on imaging. This can give the illusion / perception of the clip arms opening. Based on the fluoro video provided, the reported post deployment cowl is not confirmed. There are no other observations based on the video provided.¿

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened more than 5 degrees. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.